Event description:
It was reported by the rep that the ets45 staples did not form correctly and the gun did not reopen during a prostatectomy, rep does not know how they finished the case. There was no known pt consequence.

Manufacturer narrative:
Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation.